Event description:
It was reported that there was a heparin over infusion that occurred in (B)(6) 2019. Although requested, no further event information will be provided.

Manufacturer narrative:
The event occurred in (B)(6) 2019. The customer¿s report of an over infusion was neither confirmed nor replicated. The pcu event log contained no obvious programming errors that would result in the reported event. Functional testing performed found the pump module to be delivering fluid within specification. There were no anomalies observed with the returned primary set; it was within specification, and there were no leaks observed. Although an over infusion was not replicated, the device was observed to have a damaged membrane frame at the upper hinge post. This could potentially allow the platen to be seated incorrectly and could potentially result in either an over or under infusion. The root cause was not identified. The probable cause was the broken membrane frame.

Manufacturer narrative:
Concomitant medical products; 250 ml baxter bag, lot y289090, exp may 2020, heparin sodium; 100 ml baxter bag, lot 18j16690, exp 06/2019 0.9%, sodium chloride injection. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that there was a heparin over infusion that occurred in (B)(6) 2019. Although requested, no further event information will be provided.